Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening linear in the shell, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: crease sharp opening linear on posterior due to fold flaw opening and a cracked valve seat diaphragm valve.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.